Event description:
It was reported to technical services that this ra lead is showing low intrinsic amplitudes. The rep will discuss with physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).